Event description:
A customer reported experiencing a number issues with their ereader, including that the power supply for the device was making a buzzing noise. The customer also suspected a short in the wire of the power supply, which was discarded. The customer was able to restore functionality for their ereader system after receiving a replacement power adapter.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The complaint product was not returned for evaluation. Though a root cause cannot be conclusively determined, a review of this event and other similarly reported events found that the issue may be attributed to the manufacturer of the power supply adapter. The issue has been escalated for further review and investigation. Escreen will continue to monitor and trend this issue.